Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found patches of what appears to be bone on much of the porous metal surface. The areas of exposed metal that have little attached bone are shiny, which suggests bone might have been scraped off those areas at the time of implant removal. There is apparent bone growth descending below the cup rim; it is unknown if extra bone in these areas could have caused the alleged pain. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent right hip revision arthroplasty on (B)(6), 2008 due to pain. The patient continued to experience pain and a subsequent right hip revision procedure was performed on (B)(6), 2011. The acetabular cup and acetabular liner were removed and replaced.